Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit including one, single-lumen catheter for analysis. Signs of use were observed on and within the catheter. Visual analysis did not reveal any defects or anomalies on the returned catheter. The extension line outer diameter measured 2.15 mm, which is within the specification limits of 2.13-2.21 mm per extension line extrusion product drawing. The extension line inner diameter measured 1.50 mm, which is within the specification limits of 1.42-1.50 mm per extension line extrusion product drawing. The catheter body length from the juncture hub to the distal tip measured 208 mm, which is within the specification limits of 201.5-210.5 mm per catheter product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to the extension line. The extension line flushed as intended with sign of a leak. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension line was connected to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed the lumen was secured to its hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was not confirmed through complaint investigation of the returned sample. The catheter met all relevant dimensional requirements, and passed functional leak testing performed per iso 10555-1 with no evidence of leakage or backflow. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the extension line was found leak during used on the patient". They changed a new one to resolve the issue. The patient condition is fine and had no harm or injury. A medical intervention was not required.

Event description:
It was reported that "the extension line was found leak during used on the patient". They changed a new one to resolve the issue. The patient condition is fine and had no harm or injury. A medical intervention was not required.

Manufacturer narrative:
Qn#(B)(4).